Event description:
Staple breaking.

Manufacturer narrative:
It was reported that the staple would "occasionally fall into the wound we are trying to staple closed prior to suturing". Due to this, the staple had to be removed from the surgical wound. No additional information was provided. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.